Event description:
The customer reported the texium bonded syringe leaked during medication administration. The syringe contained mitomycin and was pushed at the lowest smartsite port on the infusion set normal saline was "free flowed through the line". There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.